Event description:
The pt was implanted with an ams ipp, details were not indicated. On (B)(6) 2012, the entire device was removed due to rectal bleeding and erosion. Add'l info has been requested.

Manufacturer narrative:
Cylinders, pump and reservoir were returned and tested. The cylinders were rated operating room damage, leaks in cylinder were noted due to operating room damage. The pump and reservoir both performed within specifications.